Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Checking your blood glucose. Chapter 4 / page 42. Warning: blood glucose readings that are especially low or high can indicate potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Living with diabetes. Chapter 11 / page 119. Avoid lows, highs, and dka. You can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. Living with diabetes. Chapter 11 / page 126. Warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself. To avoid dka. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that the patient experienced bg (blood glucose) level issues on (B)(6) 2019 and (B)(6) 2019. According to the neighbors, the patient appeared very confused and disoriented. The neighbors told the patient that she should eat something, but the neighbors did not think to check on her that night. The next morning, the neighbors and the landlord opened the patient's apartment to find that the patient was non-responsive. At that time, 911 was dialed and paramedics came. The paramedics measured the bg level as 25 mg/dl, then transported her to the hospital. The first thing they checked at the hospital was for cardiac arrest. The sister reported that when the patient arrived to the hospital, she went into cardiac arrest but there was a cardiologist there who performed CPR and revived her within 15 minutes, the hospital staff followed that with full body temperature cooling. The goal was to try and freeze the brain and reduce the risk of brain damage. Around this time, the hospital took a bg reading for the patient and the reading came back at 1,500 mg/dl. 1,500 mg/dl is the maximum that the hospital's machine read, so the hospital staff do not know how high the bg level actually went. When the sister was asked about the diagnosis, the sister reported diabetic ketoacidosis. One other issue that was reported is that the patient had fluid in the lungs. The sister followed that with saying the patient's fall triggered rhabdomyolysis. Septic shock, and edema of the body. The patient spent the following 10 days with a breathing tube and being heavily sedated. The patient has since woken up, was stable, and recovering slowly. The hospital staff still have to test the cognitive ability to check for brain damage, but the patient is physically very weak and will likely need rehabilitation. According to the sister, the patient is talking, eating, and breathing on her own, and her blood pressure is back to normal. The edema is still there, but it is slowly going down. At the time of the call, the sister reported that the patient did not remember what happened to her and she knows who everyone is but her sister does not believe she is back at 100% with her cognitive ability. The sister tried to find the pod, but has been unable to do so. The sister knows the patient was wearing a pod. Sister states that the patient is currently in ICU (intensive care unit) and has been for 10 days. The sister also stated that the patient has been on psychiatric medications, those medications have recently been changing, and sometimes she forgot to take her insulin because she was having memory issues. The sister does not know if this contributed. The patient had been complaining to the sister over the past month or two that sometimes she would not feel well.